Event description:
Felt something was wrong shortly after double mastectomy with immediate reconstruction. Just at 12 mo post op, edema still an issue around implants, bra line, both arms. New health issues since surgery, thyroid not stable, hashimoto's, lightheadedness, blood pressure not stable, dr questioning cardiac health, dry eyes, vitriol jelly dried up, vision changed, cloudy vision, brain fog, cognitive issues, pain: around implant (site where radiation occurred), joints, skin, ringing ears, digestive issues, insomnia, dry skin, fatigue, muscle weakness, vertigo, hair loss, gum damage due to dryness, headaches (severe), throat pressure. Ended up needing radiation which started 4 weeks after placement. My team of drs and pt specialist kept saying things would improve in time, by november they started sending me to specialist feeling my edema is systemic not lymphedema (only sentinel nodes removed). I have always been hyper sensitive to medication, anesthesis, etc, so my team was hoping it might just take more time for my body to recover, now they feel something else is the cause. I was a get up at 4am, run a company multitasking all day person. To a person that can get exhausted preparing dinner and knowing if I use my hands and edema will increase. Wear 9 forms of compression in a 24 hours (some for as few as 10 min -eyes) some for one hour (compression suit) others throughout the day and night. Bring little to no comfort. Considering explants. FDA safety report ID# (B)(4).